Manufacturer narrative:
Additional information: additional information received reported that there has not been an explant performed, but the doctor has tried contact lenses and prescription eye glasses to help with the patient's complaints. No additional information was provided. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 18.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2016. Post-operatively, the patient complained of feeling wobbly when focusing on distance and difficulty checking her blind spot with her near vision eye. In addition, the doctor stated that the patient was doing well after surgery, but now can only read at j6. Blurred vision also reported. Pre-operatively on (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/60 and manifest refraction was -4.00 x +0.75 x 55. Post-operatively on (B)(6) 2016, the patient's bcva was 20/20 and manifest refraction was -0.25 x ds x 0. The patient would rather consider contact lenses or glasses. No additional information was provided. No additional information was provided. Distance visual acuity is very good. Discussed with patient that pupils are on the smaller side and may be interfering with proper function of the near vision mechanism of the lens.